Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that pump did not warn the patient to treat the patient-entered low blood glucose reading while using the ezcarb feature. It was reported that the patient's blood glucose was below 70 mg/dl and above 40 mg/dl without signs or symptoms of hypoglycemia. The reported health event does not qualify as a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.